Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 16fr bard system was placed into patient which includes everything in package needed for insertion. After successful placement of foley, nursing noticed that tubing was bent or kinked right where the tubing meets with the collection bag. This prohibited flow of urine into collection container. If nurses manually manipulated tubing to counteract the kink, urine would flow. Instead of opening the sterile system to place a new bag or remove the catheter and have to place another. Nursing wrapped the kinked tubing with tape and secured it to the system to prevent it from bending at the site. If this had not been noticed by nursing, it could potentially cause the patient to have too high a volume of urine in their bladder even though they had a foley.

Event description:
It was reported that a 16fr bard system was placed into patient which includes everything in package needed for insertion. After successful placement of foley, nursing noticed that tubing was bent or kinked right where the tubing meets with the collection bag. This prohibited flow of urine into collection container. If nurses manually manipulated tubing to counteract the kink, urine would flow. Instead of opening the sterile system to place a new bag or remove the catheter and have to place another. Nursing wrapped the kinked tubing with tape and secured it to the system to prevent it from bending at the site. If this had not been noticed by nursing, it could potentially cause the patient to have too high a volume of urine in their bladder even though they had a foley.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect assembly operation/components placement / accessories." However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.